Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. There was no impact to the customer's blood glucose level due to the pump reset. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. Additionally, the customer experienced elevated blood glucose (bg) level earlier that day in the 300s (mg/dl). The customer stated that they had overate. The customer delivered a correction bolus to address bg level. The customer indicated that bg levels were back in range at the time of the call. A recommendation was made for the customer to discuss bg levels with their healthcare provider.